Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0145 competitor implantable tachy lead (B)(6) 1999; 43801 competitor implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that an alert triggered due to non-physiologic sensing on the right ventricular (rv) lead while the patient was having a procedure done. An additional alarm sounded for unsuccessful wireless transmissions but the patient was not enrolled to send those types of transmissions. The lead remains in use. No patient complications have been reported as a result of this event.